Manufacturer narrative:
(B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the implant was removed due to a fracture.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative one impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) and one unknown zimmer screw was returned for investigation. Visual evaluation of the as returned implant identified fracture at collar and fracture screw inside implant. Device history record (DHR) review for the lot (1229112) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1229112) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction of the implant and screw did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.